Event description:
Treatment of an avm. After one minute of onyx injection, the physician reported that onyx exited proximal to the tip of the catheter into a normal arterial branch. The injection was stopped and the catheter was removed. Another ultraflow catheter was used and was reported to have ruptured during the first 0.2cc of onyx injection. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 4.3 cm from the distal tip. The appearance of the catheter is consistent with a rupture that occurred during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. This was not detected until the delivery of onyx. Results: catheter rupture.